Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600689 investigation did not show issues related to complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events. Teleflex will continue to monitor and trend related events.

Event description:
The applier jammed and a clip fell out from the shaft of the instrument. These events occurred after the 8 or 9th clip was fired. The patient's condition was reported as fine.